Manufacturer narrative:
The reported complaint of "balloon at the proximal end was found leaking" was confirmed. The balloon failed to inflate as the latex was fully detached from both the proximal and distal bonds. Residual adhesive was visible at both the proximal and distal bond sites. There did not appear to be any missing latex. The contamination shield, syringe and introducer were not returned. All through lumens were patent without leakage. There was no visible damage to catheter body. Although the complaint was confirmed, there is no evidence that the defect is related to the manufacturing process, a cross functional team has been assigned to investigate these types of occurrences in order to determine a root cause and take actions as deemed necessary. Typically this will be detected while inflating the balloon during prep. The directions for use instruct the operator to check balloon integrity prior to use by inflating it to the recommended volume it also instructs the operator to check for asymmetrical and leaks by submerging the balloon in sterile saline or water. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported the balloon at the proximal end was found leaking before use. There were no patient complications reported.